Event description:
It was reported that the physician was to perform a fixation procedure at the l5-s region of the patient, when the screw was mistakenly inserted into the l4 rather than the l5. As the screw was being removed, the shaft disassembled from the head of the screw due to what the surgeon reports is excessive stress from the too stiff bone. Another of the same device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection noted that the tulip head had become disassembled from the polyaxial screw shank. It was also noted that the saddle was not returned. No other visual anomalies were identified. A review of the device history record for the viper ti cortical fix cannulated screw 6x40mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the viper ti cortical fix cannulated screw 6x40mm was conducted on the product family from this complaint because of a similar top loading geometric design and functionality of the tulip head. A review of the viper family post market surveillance report highlights the failure mode of ¿screw head disassembles from screw shank¿ which concluded that all risks have been identified and are acceptable for this failure mode. As such, the benefit outweighs the risk and no further action in addition to what was identified in the pms report will be taken as a part of this complaint file. The root cause of the tulip head becoming disassembled from the polyaxial screw shank cannot positively be determined. However, it is likely that the screw tulip head was subjected to a higher than anticipated load resulting in disassemble of the screw tulip head. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Additionally, the cortical fix cannulated screw family recently underwent a post market review which concluded that all the risks have been identified and are considered acceptable for this failure more. Therefore, this complaint will be closed with no further action required.